Manufacturer narrative:
Date of events: date estimated. Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to the reported event. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, it appears the death is related to patient condition. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report death. It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. Two mitraclips were implanted, reducing mr to a grade of 3-4. Roughly seven weeks later, the patient passed away due to numerous infections. It was unknown what infections occurred and the origin of them. No additional information provided.